Manufacturer narrative:
(B) (4) - no code available: burning eyes. Evaluation by manufacturer - an (B) (4) field service engineer (fse) performed an onsite evaluation of the unit and discovered that the unit was leaking cidex® opa. The fse checked the unit and found that the cidex® opa was leaking from the pressure relief valve on the air compressor. He replaced the skinner valve for the air compressor and tested unit. The unit passed all the tests performed and no more leaks were found. The fse states that the unit meets manufacturer's specifications.

Event description:
The customer reported that the aer unit was leaking cidex® opa from the pressure air release valve on the air compressor. One of the hospital biomeds experienced burning eyes for a duration of one hour while working on the unit to correct the leak. No medical intervention was required.

Manufacturer narrative:
A review of the account history for this unit does not demonstrate a trend for this specific issue of leaking due to skinner valve failure. The aer cpuy chart (complaints per unit year) indicates that the curve largely lies below the upper control limit with no significant increasing trend for the problem code "leaking." As per the service history for this aer unit there has been a fluid leak issue resulting in the replacement of the air valve-v3 (skinner valve) for the first time. Between the install date ((B)(6) 2007) of the aer unit and the alert date of this issue (B)(6) 2010 the air valve on this unit has not been replaced. As per a technical report the useful life of the skinner valve assembly (B)(4) ((B)(4)) is 2 years or 2000 hours of operation. Therefore the skinner valve assembly failed due to normal wear and tear.